Event description:
Procedure type: hernia. According to the reporter: I did not get purchase on coopers ligament and the posterior mesh herniated into the defect causing recurrence on both sides. I do not think the device malfunctioned. I just think the device gets a better bite next to bone and I did not adequately fix the mesh in that location. The case was extended by more than 30 minutes. Hernia recurred the next day. Pt had to be reoperated on (B)(6) 2012.

Manufacturer narrative:
(B)(4).